Manufacturer narrative:
Follow-up #1 date of submission 02/09/2015-product analysis:the device was returned and evaluated by product analysis on 01/26/2014 with the following findings:the complaint was unable to be duplicated with investigation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed all keypad buttons were appropriately responsive. There was no evidence of keypad contamination found under the key contacts. Unrelated to the complaint, a battery compartment crack was observed; moisture was observed within the battery compartment. Leak testing revealed a battery leak. The display screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a keypad response issue and battery compartment moisture ingress. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.